Event description:
It was reported that during a lumbar spinal stenosis surgical procedure, the tip of two separate devices broke during the procedure. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully. This record addresses one of the tips which was reported to have broken.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting for device return to manufacturer.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a lumbar spinal stenosis surgical procedure, the tip of two separate devices broke during the procedure. It was also reported there were no delays, no adverse consequences and no medical intervention as a result of this event. It was further reported that the procedure was completed successfully. This record addresses one of the tips which was reported to have broken.